Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the helix of the left ventricular (lv) lead was damaged. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.